Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate hv therapy due to noise on all channels. The noise was seen on real-time egm. The device was not pacing due to loss of capture during the noise episodes. High, out of range hv and pacing lead impedances were also noted. The device was explanted and replaced. No noise was observed on the new device. The patients condition is good after the procedure.

Manufacturer narrative:
The reported field events of noise, oversensing, inappropriate therapy, capture anomaly, and high hv and pacing lead impedance were confirmed in the laboratory. Bench testing noted high frequency noise due to oscillating voltage. Further analysis indicated a capacitor connection anomaly as the cause of the reported noise.